Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the silicone distal end bend relief from the metal connector of the patient's driveline was confirmed based on an onsite evaluation by an abbott representative. A clamshell repair kit was installed by the clinical specialist on (B)(6) 2019. Additional information provided by the account on 11jun2019 indicated that the clamshell repair was successful and the patient was doing well and would be followed up with in the clinic. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by a corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic. There was a separation where metal and silicon meet at the distal end of the driveline. A clamshell repair was done. Patient was doing well afterwards.